Event description:
In 2011, I was implanted with the essure birth control coils. I experienced irregular bleeding, infection like symptoms, extreme pelvic pain, heavy menstrual bleeding, back pain, headaches, severe acne, anxiety and mood swings. It was discovered through CT scan that one of my coils had migrated into the right fallopian tube and punctured through it. After doctor consultation both coils and fallopian tubes were removed laparoscopically. I have continued to experience pain, muscle weakness, right rib pain, headaches and severe menstrual cramps and bleeding.